Event description:
It was reported that the tip of anchor broke off while inserting into the pre-drilled hole.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.